Event description:
It was reported that there was a thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was selected to be used. The transseptal puncture was completed and then the physician inserted the was. While positioning the was it was noted via transesophageal echocardiogram (tee) that there was a thrombus coming out of the end of the access system. The physician decided to remove everything from the patient and restart the procedure. A syringe was used to create negative suction during the removal of the pigtail catheter and the was. Tee imaging showed that there was no longer a thrombus present. All the devices were removed from the patient and the access site was stitched closed. The procedure was continued with a new access point, a new transeptal crossing and all new devices. The physician successfully completed the procedure with a 20mmwatchman flx laa closure device implanted in the laa of the patient. There were no other complications or consequences as a result of this event.